Manufacturer narrative:
For the investigation the reported event and logfile of the affected savina (sn (B)(4) ), produced in (B)(6) 2008 were analyzed. The logfile has recorded a high number of df 40.1150 (23 entries), df 40.1140 (255 entries) and df 40.2000 (255 entries) over a long period until 2021-07-01 which explain the reported incident. Recorded device failure reveals a problem within the internal battery. In contradiction to the initial report, it could be seen from the log that software-controlled restarts (reset) of the whole electronic system also occurred during use on the patient. Therefore, this case is subsequently classified as reportable. In case this battery is worn (old or faulty) it has a high internal resistance and savina will generated restarts during a periodic test of this battery. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. If the deviation is corrected by this reset (reversible) savina will continue ventilation with last settings after not later than 12 sec. An exchange of the internal battery should solve the problem, if not, also the power supply must be replaced. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently this is considered within the device safety concept.

Event description:
It has been reported that the device has a black screen during patient use. No health consequences were reported on the patient. No report of interruption of ventilation. The hospital claims the device sometimes has a black screen or automatically restarts, but no repair as it returns to normal after restart. The device is currently being used on the patient again.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It has been reported that the device has a black screen during patient use. No health consequences were reported on the patient. No report of interruption of ventilation. The hospital claims the device sometimes has a black screen or automatically restarts, but no repair as it returns to normal after restart. The device is currently being used on the patient again.